Event description:
The site reported that they had a case in which the physician navigated to a difficult right upper lobe (rul) apical lesion. The physician sampled using a supertrax needle brush and then checked his position with the locatable guide and saw that the position had changed. The physician tried to renavigate to the correct position and after several attempts aborted the case. The physician scheduled the patient for a repeat case and CT. At the time of CT, 3 days later, it was noticed that the patient had a small, approximately 10% pneumothorax. The patient had no symptoms of the pneumothorax and was not admitted to the hospital for any type of treatment. According to the physician, the pneumothorax may have contributed to the difficulty in renavigating back to the correct position during the case.

Manufacturer narrative:
Note: this site also received two additional lots of needle brush product, sd1010006 and sd1210130, it could not be confirmed which lot was used in this case. Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approximately 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen. (B)(4).